Manufacturer narrative:
A complete model number was not provided, but it was indicated that the lens belongs to dfw series. A complete catalog number is unknown, as the serial number was not provided. Initial reporter telephone number: (B)(6). The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. The serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that scratching was noted on the optic of an intraocular lens (iol) after fully inserting the lens into patient's operative eye. No delay and no medical or surgical interventions reported. The patient has fully recovered.